Event description:
Pump was reported to have declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl. Caller was able to resume insulin with the original cartridge without needing to replace it.